Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the correction in g2 (other/country) and the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) ultrasonic output was performed with a thick and hard tissue gripped by the tip of the grip. The tissue was also twisted in the grasp. 2) the probe and the tissue pad came into contact at the rear end of the device, causing the tissue pad to severe wear out and contact marks. 3)the output was activated continuously in state of "no2" description. This might have applied a force to the probe, the probe cracked. Also, error detected. 4)a force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿if the grasping section, the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity.¿ ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the probe was broken 12 mm from the tip of the probe. The tissue pad was very much worn. There were traces of contact with the grip on the probe. There was a trace of contact with the probe on the grip part. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, 30 minutes into a therapeutic laparotomy procedure, after the user output the device twice an unknown error message occurred and the device stopped outputting. When the device was checked, the device probe broke off. The tissue pad was also found to be worn. The procedure was completed with a new similar device of the same model number. There was no delay in the completion of the procedure. The patient did not need to be given additional anesthesia. There is no harm or adverse impact to the patient. Total procedure time was two hours. The device was inspected prior to use with no anomaly noted. The connections to the generator were checked. This is the first time the issue occurred with the user.